Event description:
Report received indicated that while the cypher balloon was being inflated at a 6 atmospheres (atm), the physician found contrast medium leakage under angiography. The target lesion was aha5~6. The vessel was a de novo, moderately calcified and moderately tortuous. There was 99% stenosis. A taxus (size unk) was implanted at aha5~11. Then a cypher (3.5/18mm) was delivered to the lesion at aha5~6 by passing through the struts of the taxus stent and attempts to deploy the stent were made using a y-stent technique. The device was use following the instructions for use. There was no indication of friction or resistance noted during insertion of the stent delivery system (sds). However, while inflating the balloon with an encore26 indeflator at 6 atm, the physician found contrast medium leakage under angiography. To avoid the risk of the stent dislodgement, the physician kept applying pressure at once even after the leakage was observed. (It is unk how much pressure was applied). Subsequently, the sds was removed from the pt and post-dilation was performed with quantum maverick balloon (4.0/12mm) without problem. Ivus was conducted and the procedure was safely finished. There was no pt injury.

Manufacturer narrative:
This product will be return for eval and testing. Add'l info will be sent within 30 days upon receipt.